Event description:
It was reported that during use with 4 bd alaris¿ lvp 20d low sorb ss 1.2m tubing leakage occurred at connection point. This is 2 of 2 complaints. The following information was provided by the initial reporter: 4 tubing with leaks at the connection point at end of line.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that product leaking and inability to prime through filter as well as occlusion alarm. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with 4 bd alaris¿ lvp 20d low sorb ss 1.2m tubing leakage occurred at connection point. This is 2 of 2 complaints. The following information was provided by the initial reporter: 4 tubing with leaks at the connection point at end of line.